Event description:
The physician attempted closure of an arteriotomy site with the perclose proglide device following a diagnostic procedure. While advancing the knot to the artery, the suture broke and the physician reverted to manual compression. However, the patient had a vagal response and was given 2 doses of atropine, as well as fluids. The current conditon of the patient is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.